Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pathology received my tubes with essure and 5 extra pieces of essure'), device dislocation ('coils were not in her uterus at all') and hip arthroplasty ('hip replacement') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2011, the patient underwent hip arthroplasty (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adverse reaction ("life changing horrible side effects"), vomiting ("throw and up"), diarrhoea ("diarrhea"), constipation ("constipation"), urticaria ("hives"), dental caries ("tooth decay/ rotted / cracked"), acne cystic ("cystic acne"), rash ("rash"), alopecia ("hair thining"), arthralgia ("joint pain"), migraine ("migraine"), headache ("tension headache"), cystic acne ("cystic acne"), night sweats ("night sweats") and palpitations ("heart palpitations") and was found to have weight increased ("gaining weight") and weight decreased ("weight loss"). The patient was treated with surgery (hip replacement and tubes and coils removed.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, hip arthroplasty, adverse reaction, vomiting, diarrhoea, constipation, urticaria, dental caries, acne cystic, weight increased, weight decreased, migraine, headache, cystic acne, night sweats and palpitations outcome was unknown and the rash, alopecia and arthralgia had resolved. The reporter considered acne cystic, adverse reaction, alopecia, arthralgia, constipation, dental caries, device breakage, device dislocation, diarrhoea, headache, hip arthroplasty, migraine, night sweats, palpitations, rash, urticaria, vomiting, weight decreased, weight increased and cystic acne to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were not in my uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: life changing horrible side effects myself included and hip replacement, device breakage, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: reporter added. Event vomiting , diarrhea, constipation & hive were added. U 6,7,8,9,10 & 11 process together. On 20-mar-2020: fu 6,7,8,9,10 & 11, 12,13,14,15,16,17 & 18 process together. On 20-mar-2020: fu 6,7,8,9,10 & 11, 12,13,14,15,16,17 & 18 process together. On 20-mar-2020: reporter added. Events cystic acne & tooth decay were added. Fu 6,7,8,9,10 & 11 processed together. On 20-mar-2020: reporter added. Fu 6,7,8,9,10 & 11 processed together. On 20-mar-2020: social media received. New event gaining weight, rash, hair thinking, joint pain, weight loss were added. New reporter added. Fu 12,13,14,15,16,17& 18 process together. On 20-mar-2020: fu 12,13,14,15,16,17& 18 process together. On 20-mar-2020: fu 12,13,14,15,16,17& 18 process together. On 20-mar-2020: fu 12,13,14,15,16,17& 18 process together. On 20-mar-2020: fu 12,13,14,15,16,17& 18 process together. On 20-mar-2020: fu 12,13,14,15,16,17& 18 process together. On 20-mar-2020: fu 12,13,14,15,16,17& 18 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pathology received my tubes with essure and 5 extra pieces of essure'), device dislocation ('coils were not in her uterus at all') and multiple episodes of hip arthroplasty ('hip replacement', 'hip replacement') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2011, the patient underwent the first episode of hip arthroplasty (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adverse reaction ("life changing horrible side effects"), vomiting ("throw and up"), diarrhoea ("diarrhea"), constipation ("constipation"), urticaria ("hives"), dental caries ("tooth decay/ rotted / cracked"), acne cystic ("cystic acne"), rash ("rash"), alopecia ("hair thining"), arthralgia ("joint pain"), migraine ("migraine"), tension headache ("tension headache"), cystic acne ("cystic acne"), night sweats ("night sweats"), palpitations ("heart palpitations"), mood swings ("mood swings"), hypertension ("high blood pressure"), infertility ("infertility") and vitamin d deficiency ("vitamin d deficiency"), was found to have weight increased ("gaining weight") and weight decreased ("weight loss") and underwent the second episode of hip arthroplasty ("hip replacement"). The patient was treated with surgery (hip replacement and tubes and coils removed.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, adverse reaction, vomiting, diarrhoea, constipation, urticaria, dental caries, acne cystic, weight increased, weight decreased, migraine, tension headache, cystic acne, night sweats, palpitations, mood swings, hypertension, the last episode of hip arthroplasty, infertility and vitamin d deficiency outcome was unknown and the rash, alopecia and arthralgia had resolved. The reporter considered acne cystic, adverse reaction, alopecia, arthralgia, constipation, dental caries, device breakage, device dislocation, diarrhoea, hypertension, infertility, migraine, mood swings, night sweats, palpitations, rash, tension headache, urticaria, vitamin d deficiency, vomiting, weight decreased, weight increased, the first episode of hip arthroplasty, cystic acne and the second episode of hip arthroplasty to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were not in my uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: life changing horrible side effects myself included and hip replacement, device breakage, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pathology received my tubes with essure and 5 extra pieces of essure'), device dislocation ('coils were not in her uterus at all') and multiple episodes of hip arthroplasty ('hip replacement', 'hip replacement') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2011, the patient underwent the first episode of hip arthroplasty (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adverse reaction ("life changing horrible side effects"), vomiting ("throw and up"), diarrhoea ("diarrhea"), constipation ("constipation"), urticaria ("hives"), dental caries ("tooth decay/ rotted / cracked"), acne cystic ("cystic acne"), rash ("rash"), alopecia ("hair thinning"), arthralgia ("joint pain"), migraine ("migraine"), tension headache ("tension headache"), cystic acne ("cystic acne"), night sweats ("night sweats"), palpitations ("heart palpitations"), mood swings ("mood swings"), hypertension ("high blood pressure"), infertility ("infertility") and vitamin d deficiency ("vitamin d deficiency"), was found to have weight increased ("gaining weight") and weight decreased ("weight loss") and underwent the second episode of hip arthroplasty ("hip replacement"). The patient was treated with surgery (hip replacement and tubes and coils removed.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, adverse reaction, vomiting, diarrhoea, constipation, urticaria, dental caries, acne cystic, weight increased, weight decreased, migraine, tension headache, cystic acne, night sweats, palpitations, mood swings, hypertension, the last episode of hip arthroplasty, infertility and vitamin d deficiency outcome was unknown and the rash, alopecia and arthralgia had resolved. The reporter considered acne cystic, adverse reaction, alopecia, arthralgia, constipation, dental caries, device breakage, device dislocation, diarrhoea, hypertension, infertility, migraine, mood swings, night sweats, palpitations, rash, tension headache, urticaria, vitamin d deficiency, vomiting, weight decreased, weight increased, the first episode of hip arthroplasty, cystic acne and the second episode of hip arthroplasty to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were not in my uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: life changing horrible side effects myself included and hip replacement, device breakage, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. Events mood swings, high blood pressure, hip replacement, infertility, vitamin d deficiency added. Reporter added. On (B)(6) 2020: processed with fu 19. On (B)(6) 2020: processed with fu 19. On (B)(6) 2020: social media received. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pathology received my tubes with essure and 5 extra pieces of essure') and hip arthroplasty ('hip replacement') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient underwent hip arthroplasty (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and adverse drug reaction ("life changing horrible side effects"). The patient was treated with surgery (hip replacement and tubes and coils removed.). Essure was removed. At the time of the report, the device breakage, hip arthroplasty and adverse drug reaction outcome was unknown. The reporter considered adverse drug reaction, device breakage and hip arthroplasty to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: life changing horrible side effects myself included and hip replacement, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation of product technical complaint. On 29-oct-2019: social media received. Reporter added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pathology received my tubes with essure and 5 extra pieces of essure'), device dislocation ('coils were not in her uterus at all') and multiple episodes of hip arthroplasty ('hip replacement', 'hip replacement') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2011, the patient underwent the first episode of hip arthroplasty (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adverse reaction ("life changing horrible side effects"), vomiting ("throw and up"), diarrhoea ("diarrhea"), constipation ("constipation"), urticaria ("hives"), dental caries ("tooth decay/ rotted / cracked"), acne cystic ("cystic acne"), rash ("rash"), alopecia ("hair thining"), arthralgia ("joint pain"), migraine ("migraine"), tension headache ("tension headache"), cystic acne ("cystic acne"), night sweats ("night sweats"), palpitations ("heart palpitations"), mood swings ("mood swings"), hypertension ("high blood pressure"), infertility ("infertility"), vitamin d deficiency ("vitamin d deficiency") and uterine enlargement ("enlarged uterus"), was found to have weight increased ("gaining weight") and weight decreased ("weight loss") and underwent the second episode of hip arthroplasty ("hip replacement"). The patient was treated with surgery (hip replacement and tubes and coils removed.). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, device dislocation, adverse reaction, vomiting, diarrhoea, constipation, urticaria, dental caries, acne cystic, weight increased, weight decreased, migraine, tension headache, cystic acne, night sweats, palpitations, mood swings, hypertension, the last episode of hip arthroplasty, infertility, vitamin d deficiency and uterine enlargement outcome was unknown and the rash, alopecia and arthralgia had resolved. The reporter considered acne cystic, adverse reaction, alopecia, arthralgia, constipation, dental caries, device breakage, device dislocation, diarrhoea, hypertension, infertility, migraine, mood swings, night sweats, palpitations, rash, tension headache, urticaria, uterine enlargement, vitamin d deficiency, vomiting, weight decreased, weight increased, the first episode of hip arthroplasty, cystic acne and the second episode of hip arthroplasty to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were not in my uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: life changing horrible side effects myself included and hip replacement, device breakage, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event enlarged uterus was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pathology received my tubes with essure and 5 extra pieces of essure'), device dislocation ('coils were not in her uterus at all') and hip arthroplasty ('hip replacement') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient underwent hip arthroplasty (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and adverse reaction ("life changing horrible side effects"). The patient was treated with surgery (hip replacement and tubes and coils removed.). Essure was removed. At the time of the report, the device breakage, device dislocation, hip arthroplasty and adverse reaction outcome was unknown. The reporter considered adverse reaction, device breakage, device dislocation and hip arthroplasty to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were not in my uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: life changing horrible side effects myself included and hip replacement, device breakage, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter information added. Events: coils were not in her uterus at all added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pathology received my tubes with essure and 5 extra pieces of essure') and hip arthroplasty ('hip replacement') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient underwent hip arthroplasty (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and adverse event ("life changing horrible side effects"). The patient was treated with surgery (hip replacement and tubes and coils removed.). Essure was removed. At the time of the report, the device breakage, hip arthroplasty and adverse event outcome was unknown. The reporter considered adverse event, device breakage and hip arthroplasty to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: life changing horrible side effects myself included and hip replacement, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received. Event: pathology received my tubes with essure and 5 extra pieces of essure was added. Reporter's information was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..